Manufacturer narrative:
(B)(4). The device was returned to the factory for evaluation . Signs of blood and clinical use were observed. The delivery device and the tension spring assembly were returned. The loading device was not returned. The tension spring assembly was returned with the seal in a partially unravel state. The tether was missing in the tension spring assembly. Traces of blood were observed on the seal. The blue slide lock was dis-engaged and the white plunger was fully depressed on the delivery device. Blood was visible in the delivery device indicating that there was an attempt to deploy the device into the aorta. Based on the received condition of the delivery device we were not able to measure the delivery tube dimensions. Based on the returned condition of the device and the evaluation results we were not able to find any failures with the device. The device was used according to the procedure. There was no malfunction observed. As per the instructions per use, blood within the delivery device is an indication of a proper insertion of the seal into the aorta via the hole created by the cutter. The IFU instructs the user that while securing the seal stem, cut one end of the tether and remove the tension spring with the remaining tether. Hold the seal tem right below the anchor tab and gently pull the seal stem to unravel and remove the proximal seal. Visually confirm the complete removal of the heart string proximal seal by the presence of an angled cut at the end of the unrevealed seal.

Event description:
The hospital reported that during a coronary artery bypass procedure, hs iii proximal seal system 3.8 mm did not fire properly. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
(B)(4). A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during a coronary artery bypass procedure, hs iii proximal seal system 3.8 mm did not fire properly. A replacement device was used to complete the procedure. The hospital did not report any patient effects.